Event description:
It was reported to boston scientific corporation that during a procedure using a flexiva 200 laser fiber, the tip of the fiber broke off inside the patient. The fiber was used with a lumenis 20 watt laser set at 10 watts. The laser settings were 1.0 joule and 10 hertz. There were no complications to the patient who is reportedly "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date.